Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode. Review of the stored electrograms (egm) revealed an episode of ventricular tachycardia (vt) lasting for 16 seconds at the time of the event. A low out of range pacing impedance measurement of less than 200 ohms and low p-waves were observed on the right atrial channel, while high thresholds were observed on the right ventricular channel. The patient's underlying rhythm was at 52 beats per minute and there was no evidence of loss of ventricular capture on the stored egms of the vt during the syncopal episode. The syncopal episode is believed to be due to the patient's own worsening cardiovascular disease. The device was reprogrammed and remains implanted and in service. No adverse patient effects relating to the device were reported.